Event description:
It was reported by service report that the fowler gas cylinder was weak and could not hold position with weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.